Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release.

Event description:
A report was received on 20 aug 2019 from a (B)(6) year old male with a medical history of glomerulonephritis and end stage renal disease, stating the cartridge arterial line luer broke within his central venous catheter while disconnecting from a standard home hemodialysis treatment. Additional information was received on 27 aug 2019 from the home therapy manager (htm) stating the catheter was repaired with no report of symptoms or additional medical intervention.